Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to reproduce/confirm the reported complaint. The instrument was found to have a damaged teflon pad of its clamp arm. A piece measuring approximately 0.109" x 0.6" was not returned. The instrument was found to have mechanical indentations to the blade. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic tip from the harmonic ace instrument came off in the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the fragment was retrieved in the same procedure and will be returned with the instrument. There have been no reports of the patient having any issue post-procedure. The site was not able to provide any patient information.